Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their sipap ventilator was inn bi phasic tr and apnea mode, the trigger continue to detect automatically. They confirmed the transducer, transducer cable and patient trigger pcb are defective. There is no patient involvement.